Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).